Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure that the force bipolar instrument jaws came apart. The surgeon was able to retrieve all of the fragments, remove the suspect instrument, and install a backup to continue robotically. The intuitive surgical, inc. (Isi) technical support engineer (tse) recommended to have the site return both instruments for investigation. No patient harm was noticed. Isi made multiple follow up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
The reported issue was addressed with phone support. The site advised the intuitive tech support engineer that the issue was resolved by replacing the force bipolar instrument, and that the suspected instrument would be returned for failure analysis. No site visit was conducted. The system was working properly, and no additional action was required. Isi has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if additional information is obtained. A review of the instrument logs for part #: 471405-06 batch/lot # k11220523-0139 associated with this event was performed. This instrument was last used on (B)(6) 2022 on system serial# (B)(4) with 8 lives remaining. A review of the site's complaint history shows patient identifier (B)(6) (related complaint) is related to patient identifier (B)(6). No image or procedure video was provided for review. This complaint is being classified as a reportable event due to the following conclusion: it was alleged that the instrument broke and a fragment fell inside the patient during a da vinci assisted procedure. The fragment was retrieved during the same procedure with no patient injury. At this time it is unknown what caused the breakage to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur as unintended fragment(s) falling into the patient may require surgical intervention.